Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message without any load on the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on (B)(4) 2012 for investigation. Investigation results as follows: visual inspection was performed and revealed that the long black cover was split/cracked. No other damages were noted. An archive review was performed and no anomalies were found. The reported complaint was confirmed. A weight check test indicated that one load cell was defective. The load cell was replaced, remedying the reported ua 7 message. The platform passed functional and final testing. The probable cause for the reported complaint could be due to damaged load cell caused by dropping/mishandling or normal wear and tear (autopulse platform was manufactured in 2008; age: greater than 4 years).